Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia due the infusion set having a bent cannula. The patient received a blood glucose result of 30 mmol/l on an unknown system. The patient attempted to self-treat with two corrections boluses. The patient experienced elevated blood glucose symptoms of vomiting and a high body temperature. The patient was transported to the hospital. At the hospital the patient received a blood glucose result of 22 mmol/l and was diagnosed with diabetic ketoacidosis. In the hospital the patient was connected to perfusor and was treated with fiasp insulin. It is unknown how long the patient was hospitalized. The infusion set was requested to be returned for product evaluation.